Event description:
It was reported that this right atrial (ra) lead exhibited noise and low out of range pace impedance measurements less than 200 ohms. Technical services (ts) noted implant measurements was 300 ohms. Noise was noted in unipolar, possible myopotential, with no asystole. Ts observed measurements today at 340 ohms, with 377 ohms in bipolar configuration. Reprogrammed to bipolar for optimization. No adverse patient effects were reported. Patient is scheduled to see cardiologist and will continue to be monitored. The device remains in service.